Event description:
The center reported that the patient's device had extruded through the eardrum. The electrode wire was reimplanted in the middle ear but due to chronic skin flap infection, the device was explanted in 2007.